Event description:
In 2009, the patient reported that for "all my life" he has experienced "a lot of real unexpected highs and lows" in his blood glucose. He stated he can eat the same breakfast 2 days in a row and one day his blood glucose could lower to 50 mg/dl and another day it might elevated to 210 mg/dl. He stated "it's just a metabolic thing. I don't know what it is." He stated his insulin infusion device and/or accessories may have contributed to the issue. He said that some infusion sets work better than others but did not give any further details. He said he has been "taking a lot of drugs" which are "known to make your blood sugar increase." He stated that recently he has had "very good readings." The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.